Event description:
After the cardiac catheterization, the mynx device was applied to the right femoral artery. It was difficult to extract the guide wire from the right femoral artery. A vascular surgeon was consulted who advanced a needle into the right femoral artery and withdrew the remainder of the mynx device. After the device was extracted, it is uncertain whether the balloon was also extracted. During that procedure, the surgeon discussed the matter with the device manufacturer representative by phone. The surgeon used an 18 gauge needle and went over the wire as an obturator and was able to free the device. He was unable to recover the entire plastic. The balloon was not fully recovered. It was not clear whether it was on the floor, but it was not seen to have come out. Pressure was held. The groin was stable. An ultrasound was done and this was reviewed with the manufacturer's technician. The ultrasound showed no abnormalities. Manufacturer response (as per reporter) for vascular closure device 6french 7french, mynxsee description of event. We have no additional information from the device manufacturer at this time.